Event description:
While setting up for the case, the surgical technologist noticed that the robotic instrument (medium-large clip applier) was bent in the opposite direction, preventing the instrument from maintaining its function of holding and applying a surgical clip. The failure was discovered during set up prior to the patient entering the room. The surgical team tagged the instrument and replaced it with a functionally sound clip applier. The malfunctioning clip applier had 98 lives remaining and will be returned to the manufacturer for potential reimbursement.